Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 2,000 ohms. There was no evidence of noise and all other measurements are good. Additional information was received that the thresholds have risen and intermittent capture has been noted. A revision procedure was performed that the rv lead was surgically abandoned. A new lead was successfully implanted with no issues. There were no additional adverse patient effects reported. The device remains implanted.